Event description:
The manufacturer received information alleging a trilogy100 ventilator inoperative condition occurred. There was no harm or injury reported. A patient contacted the manufacturer stating, he took out sd card and put it back in and the device is now saying writing in progress. He stated that it is now stuck on this screen, and it has been about 10-15 minutes. Rt advised that he tried to turn the device off and he stated that it will not allow him. Rep then advised that he hold down the right soft key and the power button to try and force a shut down, but this did not work. Afterwards, when the rep got back on the phone with the customer, he stated that the device had shut off and turned back on. He stated it was now working properly. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.